Event description:
Customer reported x-ray tech was setting up for a procedure and the system would not boot completely. Mf gave a precharge error message. X-ray tech try to reboot the system several time with the same result. X-ray tech removed system and brought in another c-arm to start the procedure.

Manufacturer narrative:
Gehc surgery service personnel arrived on site and was unable to get the system to fail. Loaded down the battery pack with the battery test tool and it passed. Order a new battery charger. Installed new battery charger and performed battery charger adjustments. System is operating as intended.